Manufacturer narrative:
(B)(4). Device was manufactured on unknown date in 2006. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no previous service events that would cause or contribute to the reported event of death. There was no evidence that the device caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized in the intensive care unit prior to death. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.